Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were not able to recharge and had not charged the battery for a couple of months. The representative was unable to communicate with the battery using the clinician programmer. The patient was scheduled for a battery replacement. During the surgery contacts 0 and 11 were reported as possible shorts on the current leads. The leads were tested during the surgery and the physician was happy with the coverage so the leads remained implanted. The issue was resolved at the time of the report. No patient symptoms reported.